Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Product was used for therapeutic treatment.